Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on peritoneal dialysis (pd) was diagnosed with peritonitis. The peritoneal dialysis registered nurse (pdrn). Stated that the patient¿s pd effluent culture grew the organism (B)(6). The patient has a reported past medical history of (B)(6) peritonitis. The patient was treated with vancomycin 1 grams (unknown route, frequency and duration) on an outpatient basis. The nurse stated the peritonitis infection was caused by the patient not wearing a mask during pd therapy. The patient continues pd therapy; however, the patient¿s doctor is planning to remove the pd catheter (not a fresenius product) and transition the patient to hemodialysis on an unknown date.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a temporal relationship between pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s mrsa peritonitis exists. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler/ liberty cycler set malfunction or product deficiency. Mrsa is known to colonize on skin and nares of humans. Therefore, the patient¿s mrsa peritonitis was probably related to the patient not wearing a mask during pd therapy, as reported by the pd nurse.